Manufacturer narrative:
Referring to last revision due again to infection (performed (B)(6) 2017), the check of the sterilization charts of the devices removed on (B)(6) 2017 (cta humeral head + adaptor) did not show any anomaly; all devices were regularly sterilized before being placed on the market. We have no information on the lot# of humeral stem and reverse body so we could not check their sterilization charts, but we know that they were left in situ as were well fixed and solid still. Explants and x-rays are not available. According to the info reported, this patient has multiple medical issues and at least a previous infection case. It is likely that there was never a complete healing from the infection, so the patient had to be revised again on (B)(6) 2017. Event classified as not product-related according to the investigation performed with the available info. No corrective actions planned. A total of 3 infections have been reported on smr hemi cta implants, on a total of 4.370 hemi cta implants performed ww since 2004 (revision rate: 0.069%). None of these 3 cases were classified as product related.

Event description:
Revision surgery of a smr hemi prosthesis with cta head was done on (B)(6) 2017 due to infection. The infection was noticed a week before this revision. During this revision, cta head + adaptor were removed and replaced, while humeral stem and reverse body were left in situ as were well fixed and solid still. According to the info reported, patient has multiple medical issues (multiple heart stents) and has a complicated history of previous revision surgeries. The previous one was dated (B)(6) 2017, where surgeon had converted a smr reverse to the smr hemi with cta head due again to infection (staph infection). Event occurred in australia.

Manufacturer narrative:
We will send a final MDR once the investigation will be concluded.

Event description:
Revision surgery of a smr anatomic hemi prosthesis due to infection was done on (B)(6) 2017. According to the info reported, patient has a complicated history of previous revision surgeries. A further revision surgery is planned for the end of (B)(6) 2017 for implanting a customized glenoid. Event happened in (B)(6).